Manufacturer narrative:
The sample was not returned and the lot number of the device was unknown; therefore, a sample analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
A peritoneal dialysis patient experienced peritonitis which was manifested by turbid dialysate drainage, nausea, low blood pressure, and abdominal pain. The cause of the event was not reported. It was not reported if the patient was hospitalized for the event. On an unreported date, the patient was treated with cefazolin (dose, frequency and route of administration was not reported) and ceftazidime (1 gram, 1 time a day, intraperitoneally). The patient outcome was not reported. Pd therapy was ongoing. Additional information is not available.